Event description:
It was reported an asymptomatic patient presented in the clinic for routine follow-up. High impedances were observed for the patient's right ventricular lead. Previous diagnostics identified a progressive upward trend with respective to impedance. Suspected connection issue. X-rays were taken for further interrogation revealing lead dislodgement. Surgical intervention was undertaken to extract the patient¿s entire system. No further information could be obtained.

Manufacturer narrative:
The reported field event of an impedance anomaly was confirmed in the laboratory via review of device image. The device was tested on the bench and no anomaly was found. The cause of the impedance anomaly could not be determined.

Manufacturer narrative:
(B)(4).